Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant.

Event description:
It was reported that there were high and unstable pacing threshold values with intermittent non-capture during the attempted implant of the lead. The physician tried to relocate the position of the lead several times but the pacing threshold still was high and unstable. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.